Event description:
It was reported that during a procedure, while reaming for the 25mm mini baseplate, the reamer was stuck for a short while and would not ream the bone. The surgery proceeded with the same device as even though it was stuck for a short while, the reamer eventually advanced and glided smoothly. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather product ID information and no further info is available. Visual examination of the returned product identified the baseplate reamer shows signs of use and wear and tear. The connecting feature of the device is damaged with nicks and gouges and has some discoloration. There is some galling on the shaft of the reamer and the distal end of the reamer is damaged with gouging. Measured the od of the shaft and also used a pin gage to check the ID of the shaft and both were conforming. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure; while reaming for the 25mm mini baseplate, the reamer was stuck for a short while but soon after that it began working again. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in singapore. H6: proposed component code - mechanical (g04) drill customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.